Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump not cycling as a result of fluid loss from a possible hole as the reservoir was empty. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. No patient complications were reported in relation to this event.